Manufacturer narrative:
Integra has completed their internal investigation on june 20, 2017. Results: evaluation of returned device; the jaw appearance, coating and monopolar plug are different from manufacturing specifications and have been changed. A third marking has been added. DHR review; no anomalies that could be associated with the complaint were observed. Complaints history; (B)(4). Conclusion: the instrument has been repaired / modified outside the manufacturer by an external contractor no qualified by manufacturer. This modification could have weakened the instrument and led to the reported event.

Event description:
It was reported sputtering of the bipolar forceps. The end of the adaptor and the end of the forceps were black and hot. The surgeon change the end of the forceps. No patient contact / injury reported.